Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted in the patient's bundle region. Due to the patient's severe tricuspid regurgitation the physician felt the lead would not remain stable, and the lead was removed. Another lead was used instead and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)